Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(cloudy).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, our technician confirmed that the segment fluid damage, the control body corroded, the bending rubber missing, the bending rubber leak, the biopsy inlet piece dirty, the distal body melted, and the operation channel (primary) hole at distal body connection; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.